Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump with no yellow o ring showing. The pump rebooted to the verification screen with audible and vibratory tones. The returned battery cap was used to complete a 24 hours duration test; no power interruptions were duplicated during that time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. The complaint was verified in the history but was not able to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.